Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons. The device alarmed as a result of corroded keypad traces. In addition, moisture damage on the liquid crystal display board was found during a visual inspection.

Event description:
The customer reported that the insulin pump alarmed without pressing any button for more than three minutes. The blood glucose reading at time of the call was 400mg/dl. Troubleshooting was performed. The customer stated that the device was dropped into salt water. Advised to seek medical and the spouse stated that she would take customer to the emergency room. No further information was provided.